Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump was programmed to deliver a 100ml bag of intralipids at a rate of 4.46ml/hour for 14 hours. Two hours after starting the infusion, the nurse noticed that the bag had less than 30ml. The customer reported no patient harm and no medical interventions.

Manufacturer narrative:
The 100ml excel container, lot # 10he5848, exp. 04-2016, intralipid 20%; therapy date (B)(6) 2015. The customer¿s report of an intralipid overinfusion was confirmed. The pcu event log showed that the user initially programmed a lipids selection which had a dose of 0.5 gm/kg/hr and resulted in a rate of 62.5 ml/hr. After the infusion completed, the user changed the drug to a different lipids selection which had a dose of 0.5 gm/kg/day and resulted in a rate of 2.6 ml/hr. Later the user changed the rate to 4.4 ml/hr. The volume infused was 57.408 ml. Inspection of the pump module and IV set showed no malfunctions and the device was found to be infusing within specification. The root cause of the intralipids overinfusion was a user programming error in selecting the dosing units of gram/kg/hr rather than gram/kg/day.